Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was not in clinical use. All the procedures for the day were cancelled. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon further inspection fse found issue with the geometry computer. The fse replaced the geometry computer, reloaded the software, and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were not available. The customer cancelled all of the procedure for the day. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the geometry computer. The fse replaced the geometry computer, reloaded the software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.